Event description:
Physician reported one device ruptured diagnosed with MRI test. Unknown side. Device status is unknown.

Manufacturer narrative:
Clarification d.4: serial numbers of (B)(6) and (B)(6) were provided. Side for devices was not specified. Continued e.1 phone number: (B)(6) . Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.